Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2015 (B)(6); product type implantable neurostimulator product ID 3389s-40, lot# va0w5ce, implanted: 2015 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3389s-40, lot# va0w5ce, implanted: 2015 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 37603, serial# (B)(4), implanted: 2015 (B)(6); product type implantable neurostimulator product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 37603, serial# (B)(4), implanted: 2015 (B)(6); product type implantable neurostimulator product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6); product type extension. (B)(4).

Event description:
Information was received from the patient that reported the area on left side of his neck where the lead wire was implanted was swollen. They had noticed it in the past week prior to report and they could feel it was swollen from his brain all the way down to where the lead connected into the implantable neurostimulator (ins). They had a doctor appointment scheduled for 2015 (B)(6). It was noted as a sudden change. The patient was implanted for parkinson's dual and movement disorders. Further follow-up was being conducted to determine what troubleshooting was performed, what actions/interventions were taken to resolve the issue, and what the cause of the swelling was. 2015 (B)(6) lfc, lfc1 (hcp): additional information received from the health care professional (hcp) reported troubleshooting included reprogramming and wire revision. The cause of the swelling was revision with 2' bowstringing. Revision of the implantable neurostimulator (ins) also was included with bowstringing of the extension cable.